Event description:
Event description guidant received information that egrams from this pacmaker exhibited no capture and intermittent ventricular sensing. This pacemaker is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor.